Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump battery died during the night and the pump did not alert them. The transmitter was unable to connect to the pump. The customer was able to relink the transmitter and start a new sensor. Troubleshooting was declined for the power loss and battery issues. The customer's blood glucose was 248 mg/dl. The device will not be returned for analysis.